Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). (B)(6). Date of post-operative onset of infection (mrsa) is unknown. (B)(4). The patient underwent a procedure on april 29, 2016 to address the infection only. The intact implants were not removed during this procedure. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 2, 2015 - expiration date: september 30, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered an intra-trochanteric hip fracture and underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 to treat. During that procedure, the patient was implanted with a trochanteric fixation nail (tfn) and screws. On an unknown post-operative date, the patient presented with symptoms of infection, which was later confirmed to be mrsa at the incision site. The patient returned to the operating room on (B)(6) 2016 for irrigation and drainage of the wound. All of the original hardware was intact and, therefore, was not removed. The procedure was completed successfully with no reports of surgical delay or further patient harm. This report is 3 of 3 for (B)(4).